Event description:
Reporter indicated that vns patient's lead electrodes were implanted in an inverted configuration on the vagus nerve as evidenced via x-ray review. Revision surgery was performed, during which the lead electrode placement on the vagus nerve was corrected.